Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing diabetic ketoacidosis and an elevated blood glucose (bg) level of 959 (mg/dl). Reportedly, the contact believes the customer has difficulty understanding the pump and experienced an occlusion alarm; however, the occlusion alarm could not be confirmed in the pump history. During troubleshooting with tandem technical support, "resume pump" alarms were noted to be in the pump history. While in the hospital, the customer was treated with intravenous insulin and released on (B)(6) 2016. The customer initially reverted to manual injections following hospitalization but then resumed pump therapy on (B)(6) 2016 after receiving additional pump training.